Event description:
Customer reported poor image quality and intermittent reboot problems. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and single board computer. System operates as intended. This MDR is related to ge healthcare complaint number.